Manufacturer narrative:
(B)(4): the device has not been received for analysis; therefore, the root cause of the reported issue could not be determined. (B)(4)

Event description:
It was reported to boston scientific corporation that a rf 3000 radiofrequency generator was used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6), 2010 ((B)(6), female patient). According to the complainant, during the procedure a generator error (p4) message occurred. The pad orientation and placement was changed, but the issue remained unresolved. The procedure was not completed due to this event. The account reported that nova plus pads were being used for this procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.